Manufacturer narrative:
Based on the information provided by the customer, the rp500 thb result for the specimen in question is valid. The information indicates that the co-ox slide cell on the instrument was stable and consistent during this testing period. Aqc results were in range. Instrument files and details from the other manufacturers instrument were not provided so the root cause for the dissimilar thb results could not be determined. Additionally, the rp500 measurement cartridge was not made available for siemens in-house evaluation.

Manufacturer narrative:
Siemens is in the process of evaluating this event. The root cause for this event is unknown.

Event description:
Customer reported a discordant hb result. There was no report of injury due to this event.